Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the cuvette drive capstan and the cuvette top seal solenoid, as the cuvettes were not sealing properly. While evaluating the instrument, the cse had discovered that the reagent compartment lid hinges were sagging and replaced them with new style lid hinges that prevent sagging. The cse cleaned the windows and ran a system check, which was acceptable. Additionally, the operator was not wearing protective eyewear. As per the dimension exl operator's guide, "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." The cause of the cuvette material being splashed in the operator's eye was due to the improper sealing of the cuvette container. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 was splashed in the eye while emptying the waste cuvette container. The cuvette container was not sealed correctly. The operator wears contact lenses and was not wearing protective eyewear. The operator flushed her eye with water for ten minutes. After flushing her eye with water, the operator went to the emergency room (ER) where her eyes were checked and a blood sample was collected to follow-up with the exposure protocol. The customer informed the siemens customer care center that a similar event had happened to another operator many months prior. There were no adverse health consequences to that operator due to the prior event. There are no reports of patient intervention or adverse health consequences due to the cuvette material being splashed in the operator's eye.